Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were pulled down from t8 to t10. Effective therapy was restored.